Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to clinic for a normal follow-up, externalized conductors were observed. No electrical anomalies were detected. A diagnostic radiation procedure was performed. No further action was discussed. The patient will continue to be in routine follow-ups.

Event description:
New information received states the lead was electively capped and replaced on the patients request. The patient condition is fine.